Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented for follow up with reported dyspnea and decreased capture on the lv lead and increased impedance. The device was reprogrammed and the threshold and impedance fell back within normal range.